Manufacturer narrative:
Correction; b.3.(event date) the customer¿s report that the tubing was missing blue rings which caused the tubing to separate was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection observed that the silicone segment was separated from the upper fitment at the pump segment. The ring retainer was not received with the set and a ring retainer indentation was not observed around the end of the silicone pump tubing where the separation occurs. Closer inspection under a lab microscope observed no indication of damage or tool marks on the pump segment. Functional testing could not be performed due to the separation and obvious leaking that would occur. The silicone pump tubing and fitment were found to be within measurement specification(s). The root cause of the primary set silicone segment separation was due to the set's retainer ring not assembled onto the set during manufacturing assembly process.

Event description:
It was reported from pediatric cardiology that the tubing was missing "blue rings", which caused the tubing to separate and caused a delay while retrieving a new set. It was further confirmed during follow up, that there was no patient harm or impact as a result of this event.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the tubing was missing blue rings which caused the tubing to separate. There was a delay while retrieving a new set. There was no patient involvement.